Event description:
Reference number (B)(4). Event occurred in bahrain. It was reported that the patient experienced hyperglycemia with a blood glucose of 22 mmol/l due to an occlusion on (B)(6) 2026. The patient was treated with insulin via the pump. No further information available.